Event description:
It was reported that the right atrial (ra) lead was suspected of loss of capture, and an electrogram appeared to show mirror image sensing. Lead-to-lead abrasion/interaction was suspected between the ra and right ventricular (rv) leads. It was noted that reprogramming changes were made to a single chamber rate responsive setting due to a lack of atrial capture. In addition, there were episodes of invalid data associated with the device. The implantable pulse generator (ipg) and leads remain in use. No patient complications have been reported as a result of this event.